Event description:
It was reported that the pt underwent a cervical procedure at c4-c7 and the cervical plate and screws were implanted in 2007. The superior variable angle screws were broken at unknown time post op due to subsidence. The broken screws' head backed out from the plate. Fusion reportedly occurred.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. Unable to determine the cause of the event.